Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04110. It was reported that when patient presented for in clinic follow-up, lead noise was observed. Right atrium lead was capped. Right ventricular lead was explanted and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
Additional information: a partial lead was returned in two portions for analysis the connector portion measured 5.2cm and the middle portion was measured 3.4cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.